Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that while using scan and plan, the guidance system became unresponsive when attempting to upload an medtronic imaging scan via a universal serial bus (usb). This issue caused a delay of approximately five minutes, and the patient had to be rescanned due to the failure of the initial scan upload. The second scan was successfully uploaded without further issues. There was no impact to patient's outcome. Additional information received from a manufacturer representative reported that the issue was resolved after removing the first scan and rebooting the system.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, software version: 5.1.1 h3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. The screen became unresponsive during the import scan to an existing patient when the existing patient was not selected in patient folders. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.